Event description:
The revision surgery was performed due to an infection, as confirmed by sales representative through e-mail on (B)(6) 2013. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness,or performance of the device.